Event description:
The pt's system was explanted due to pocket pain.

Manufacturer narrative:
The explanted products were discarded by the surgical center and will not be returned for evaluation. This is the final report.